Event description:
Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the patient's laminae was fused and access could not be obtained. The information was confirmed with the patient's surgeon.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported, that the patient had a routine baclofen pump replacement. However, the surgeon could not get cerebrospinal fluid (cs f) from existing catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: tried unsuccessfully to place a new catheter, due to a lack of csf flow, he made the decision to fill the pump with saline. A new pump segment only was attached to the pump. The pump was set at minimum rate and placed in the pocket pending a future catheter revision. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was not available, due legal/confidential reason. The patient was alive and no injury.